Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2011 and mesh barrier was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that patient is scheduled for outpatient surgery/cystoscopy to excise exposed mesh (B)(6) 2011 due to vaginal discomfort and leaking urine, bowel problems. It was reported on (B)(6) 2012 the patient is a couple of weeks post operative and from the release of her sling. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, emotional distress, frequency and urgency.

Event description:
Details: it was reported that following insertion the patient experienced urinary incontinence, emotional distress, frequency and urgency.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a mesh removal procedure on (B)(6) 2011, due to pain and erosion.